Manufacturer narrative:
The device was returned to olympus for inspection. The device was analyzed and was found that it was out of specification due to wear of angle wire, bending angle in up direction. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover has a crack. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the doudenovideoscope was not working and made an alpha loop between the second and third parts of the duodenum which resulted to bowel perforation. The patient was then transferred for open surgery. Subsequently, the patient was stable and was discharged from the hospital. There were no further reports of patient harm.